Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was successfully implanted. On (B)(6) 2023, the patient was discharged. The patient had a syncopal episode when getting out of the car. The patient was taken to the nearest hospital and was diagnosed with pericarditis. It is unknown what caused the pericarditis. Computed tomography (CT) scan was performed without contrast. The patient received fluids and was stabilized and released back home. The patient was reported to be stable.

Manufacturer narrative:
An event of syncope/fainting, pericarditis, and unexpected medical intervention was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information obtained from the field indicated that an amplatzer amulet left atrial appendage occluder was successfully implanted. As the patient was discharged, the patient had a syncopal episode when getting out of the car. The patient was taken to the nearest hospital and was diagnosed with pericarditis. Computed tomography (CT) scan was performed without contrast. The patient received fluids and was stabilized and released back home. The patient was reported to be stable. Based on the information received, the cause of the reported event of pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.